Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. An internal inspection resulted in no findings. The dock connector and monitor board were replaced as a precaution. The device was recertified and returned to the customer. The log review did not identify any device related faults associated with the customer report. No trend is associated with reports of this type.